Event description:
The following was reported to hamilton medical ag: the facility reported while using npcap mode on a patient the ventilator alarmed with technical event (autozero error qaw/paw). They reported this occurred numerous times: (B)(6) 2024 and (B)(6) 2024. The ventilator was removed from use and replaced with another ventilator. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).